Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or motor related error alarms noted during testing. Found moisture damage on the motor, force sensor, electronic assembly, and corroded motor home switch during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive count/time values or changes incorrect for moving or coasting and alarm is generated when the pump detects movement in hall sensor. The customer¿s blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting and stated that they unable to rewind the insulin pump. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.